Event description:
Boston scientific received information that this device displayed remaining battery life of two years with magnet rate of 100. Approximately one month later, the device had declared elective replacement indicator (eri). One month after eri, ventricular outputs were displaying autocapture 5v. Right ventricular (rv) lead pacing impedance measurements had decreased from 490 ohms to 380 ohms. Technical services was consulted and recommended device replacement. The patient was to be scheduled for a device change out. No adverse patient effects were reported in this non-pacemaker dependent patient.

Event description:
Additional information was received that a revision procedure was performed. The device was explanted. No adverse patient effects were reported during the procedure. The device was returned for reliability analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis. Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was ert. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.